Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with high out of range pacing impedance on the right ventricular lead. The lead had also automatically switched polarity to compensate for the issue. Patient presented in-clinic on (B)(6) 2020. Physician had the device permanently programmed to the new polarity. Patient was discharged home after the event.